Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported ¿capsular fibrosis¿, ¿hardening¿, ¿deformity¿, ¿pain¿ and ¿swelling¿. Later healthcare professional reported ¿capsular fibrosis with unclear indurations¿ and capsular contracture baker grade IV. Capsulectomy was performed. This record is for the left side. Device was explanted and will be returned.

Manufacturer narrative:
The reported events capsular contracture and swelling edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular fibrosis¿, ¿hardening¿, ¿deformity¿ and ¿pain¿; ¿swelling¿.

Event description:
Healthcare professional reported ¿capsular fibrosis¿, ¿hardening¿, ¿deformity¿, ¿pain¿ and ¿swelling¿. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ edema: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿capsular fibrosis¿, ¿hardening¿, ¿deformity¿, ¿pain¿ and ¿swelling¿. Later healthcare professional reported ¿capsular fibrosis with unclear indurations¿ and capsular contracture baker grade IV. Capsulectomy was performed. This record is for the left side. Device was explanted.